Manufacturer narrative:
Internal complaint reference: (B)(4). Article: yoon, k. H., kim, j. S., park, j. Y., park, s. Y., kiat, r. Y. D., & kim, s. G. (2021). Comparable clinical and radiologic outcomes between an anatomic tunnel and a low tibial tunnel in remnant-preserving posterior cruciate ligament reconstruction. Orthopaedic journal of sports medicine, 9(2), 2325967120985153.

Event description:
It was reported that on literature review comparable clinical and radiologic outcomes between an anatomic tunnel and a low tibial tunnel in remnant-preserving posterior cruciate ligament reconstruction, 4 patients had an stsd of >10mm after a remnant-preserving pcl reconstruction procedure using a bioabsorbable interference screw. It is unknown how were the events treated. Patients outcome is unknown. No further information is available.